Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. The customer contacted olympus technical assistance support (tac) via email. The customer informed tac of the event. No troubleshooting was performed. The cap could not be located. The device will not be returned to olympus for evaluation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use distal cover of the subject device fell off. This event occurred during an unspecified procedure. There were no reports of patient harm.